Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use; disassembled, inspected, cleaned and/or reassembled kit and tubing set. The troubleshooting did not resolve the issue. A replacement device and personal fit connectors were sent to the customer and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 10/03/2022. The evaluation showed that the device had low suction and found milk residue in the motor aggregate. After cleaning the motor aggregate the device was tested and the vacuum readings were within specification. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4).mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that while using her pump in style max flow breast pump that she developed lumps. Additionally she alleged that her breast shields did not fit well, even though she is able to pump easily and get milk out but may have missed a pumping session. Additionally she alleged that she called her doctor and was prescribed an antibiotic.